Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and power on self-test it was identified that there was an air alarm. It was determined that a loose bolt in the latch roller was causing the door not to close; resulting in the alarm. The bolt was tightened to fix the reported condition. The pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had unspecified damage. There was no patient injury or medical intervention reported with this event. No additional information is available.